Event description:
A surgeon was finished using the "cut" and it turned on by itself, and the machine had to be turned off.

Manufacturer narrative:
When this report was initially filed by the user facility, they suspected that the generator was at fault. After receiving add'l info, conmed was made to believe that the suspect device was the cautery pencil. Conmed was also notified that the pencil was discarded and the facility did not follow their own protocol in reporting and documenting the event. Therefore, conmed was unable to evaluate the device in question and there is limited info in regard to the event.